Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin was received with intermittent button response due to moisture damage on keypad traces. No frozen display noted. The insulin pump had normal operating currents and no off no power, low battery or battery out limit alarm noted.

Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 160mg/dl. Advised the caller to remove the battery for five minutes and to insert a new battery, but the device still had the frozen display with no advancement of the time. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.